Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle eight. The patient's ultrafiltration reading was 2268ml, which indicates that the home patient (hp) drained 1818ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned for evaluation. During review of the event log, the iipv event was confirmed. However, the cause of the iipv event could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.